Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer called in to report that he had been receiving a motor error on his insulin pump. The customer's blood glucose level was 73 mg/dl. The customer states that the motor error occurred during a bolus. The customer states that the pump had not been exposed to a strong magnetic field. We advised the customer to discontinue use of the pump and to revert to a back plan. No further information was reported.